Event description:
It was reported that the instrument fractured during insertion of the screw. The tip broke off into the screwhead and remains implanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the inner shaft was sheared off. On the portion of the tip still intact the instrument was deformed in a torquing manner. Hardness testing of the returned product confirmed proper manufacturing and processing. The manufacturing record was reviewed finding a dmrr where the instruments were accepted and used as is; no other anomalies were found in the documentation. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument fracture during usage.